Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported waking up with low blood glucose of 45 mg/dl, after she was at a wedding and eating a lot. Customer treated with food and glucose tablets. At time of this report, customer's blood glucose was 156 mg/dl. Troubleshooting was performed. The customer stated the drive support cap appeared normal, but it looked dark, possibly burnt and discolored wear the sticker was. Customer was disconnected during the prime rewind sequence. The basal rates, history, and totals looked correct. Customer stated her healthcare provider had recently reviewed settings. The reservoir was showing the same amount of insulin as was shown on the status screen. The customer performed the displacement test, which was passed. The device had not been exposed to a magnetic resonance imaging machine. She was advised to monitor the insulin pump and blood glucose, and consult with healthcare provider.